Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of event is an unknown date in (B)(6) 2018. (B)(4). Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. A short circuit was detected in the motor cable therefore it was replaced. When there is a short circuit in the motor cable the device will not function as intended, therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 3/8/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate that the micro tornado handpiece with hand controls has a defect. This is report 1 of 1 for (B)(4).